Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the reported event of probe error code. A probe check was performed and the device failed. Both switches were found to be non-functional. The teflon pad was inspected and it was found to have normal wear and no metal was exposed. The distal end of the device was inspected under a microscope and crack on the probe was observed. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, a probe code error occurred. The device was replaced with another similar device and the intended procedure was successfully completed. There was no patient injury reported. No further information was provided.